Event description:
Customer reported receiving a cal error alarm on the insulin pump. Customer's blood glucose reading at the time of the incident was noted to be 40 mg/dl. Customer's blood glucose reading at the time of the call was 48 mg/dl and has treated by eating something. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.